Event description:
It was reported to philips that the system failed to start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure was completed as planned. The philips remote service engineer (rse) analyzed the system remotely and confirmed that system screen turned black, and they could not perform the fluoroscopy and fluorography. Review of the system log file showed an error message. To resolve this issue, rse instructed customers to replace footswitch, and it replaced in different wo. The defective foot switch was returned to philips for analysis, and the cause of the failure could not be conclusively determined by the supplier's part analysis. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The fluoroscopy issue was completed as planned without any delay. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.